Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher and the implant coil was found to be already detached. The pusher assembly was found broken into two segments at approximately 7.5cm from the proximal end, but the broken segments were retained together by the pulled release wire. The evaluation could not determine the cause of the event as the implant coil was already detached; however, the pusher assembly was broken at an incorrect location and may have contributed to the reported experience. Per the concerto instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
After the coil was positioned in the lesion, it was reported that the physician was not able to insert the pushwire into the instant detacher for detachment due to a kink on the proximal end of the pushwire. The physician decided to retrieve the coil, but it could not be pulled. The coil was then pushed up causing the catheter to jump forward and perforating the vessel wall. The devices (catheter and coil) were removed from the patient. It was reported that the patient is in good condition per correspondence on (B)(4) 2013.